Event description:
This lead was capped due to noise and replaced. Should additional information become available, this file will be updated.

Manufacturer narrative:
Upon receipt, the lead under complaint was found cut approx. 18 cm distal to the is-1 connector pin. Two lead fragments were returned for analysis and subjected to an extensive analysis. The analysis revealed multiple signs of wear along the lead fragments. Between 9 and 11 cm proximal to the lead tip the insulation was found rubbed through. In this region the conductor cable to the ring electrode was found fractured. This damage can be considered as the root cause for the clinical observation of noise mentioned in the complaint description. Based on the characteristics as well as the location of this damage, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Significant motion in the area of the tricuspid valve and interaction with modified tissue should be taken into account. Further damages most likely occurred due to tensile forces applied during the explantation procedure. The analysis did not reveal any sign of a material or manufacturing problem.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.